Event description:
I purchased a curo l7 from curofit to monitor my lipids. I have been using it for about 10 months and recently learned from some actual blood tests that the results are grossly wrong. For example, my triglycerides were 288 on the curo l7 and 80 through the lab my physician uses. Both tests were done within minutes of each other. Ldl with the curo was 52 and 112 with lab work. O2 life incorporated - curofit. FDA safety report ID # (B)(4).